Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on different multiple intermittent occasions, air bubbles were seen in the tubing. The customer's blood glucose level ranged from 150-250 mg/dl. Reportedly, the air bubbles were successfully primed out to address the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.